Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported that the patient had a series of lumbar epidural with nerve blocks. It was noted that the patient failed epiduarals with nerve blocks and physical therapy, and the chronic pain continued. No information regarding a lead revision was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the patient had been in a car accident in september and they were unsure if that had caused or contributed to their lead migration. They explained that they hadn't received much pain relief and had a lump in their back due to the "link" that moved. They noted that hurt even when they were sitting down to rest their back, if someone would hug them tight or if they lean back.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3888-45, lot# v386604, implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient's lead migrated and that she needed to have surgery to get it revised. The patient noted that she had been in pain for quite awhile but just thought it was her standard pain. It was noted that the patient wanted the manufacture representative to be present at the next appointment on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.